Event description:
This complaint is now reportable based on the analysis completed on 17 nov 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was located in the calcified, moderately tortuous proximal to mid left anterior descending (lad) artery. The physician attempted to cross the lesion with a taxus liberte' 3.5x8mm stent, but experienced difficulty in crossing the lesion. The device was removed from the pt. The device was exchanged for a different one which was used to complete the procedure. No pt complications were reported and the pt's status is reported as "good". However, the returned product revealed that there was stent damage.

Manufacturer narrative:
(B) (6). A visual and microscopic examination identified proximal stent damage. Struts on rows 1 and 2 from the proximal edge were misaligned. The tip was flared. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).